Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces. No button error alarms were noted. No sensor error alarm could be confirmed due to the keypad anomaly.

Event description:
It was reported that the insulin pump alarmed button error, calibration error, change sensor error, bad battery, and low battery. The customer's blood glucose was 131 mg/dl. The customer stated that there were no significant events leading to the alarms, but they do heating, ventilation, and air conditioning job. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)